Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the first additional surgery (coaptite injection). (B)(6). (B)(4). The excised mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with endometrial hyperplasia without atypia, uterine fibroids and stress urinary incontinence. On (B)(6) 2014, the patient was implanted with an advantage fit system during a vaginal hysterectomy and retropubic mid-urethral sling procedure. On (B)(6) 2016, the patient underwent cystoscopy, pelvic exam under anesthesia and transurethral injection of urethral bulking agent (coaptite) procedure due to stress urinary incontinence that recurred after sling placement. During procedure, the pre-existing midurethral sling was noted to be possibly palpable in the distal urethra rather than in the mid-urethra, potentially the cause of the patient's continued incontinence. There was no evidence of mesh extrusion or erosion within vagina, bladder, or urethra but the urethra was poorly supported overall. After the injection procedure, the patient noted relief of her incontinence; however, her symptoms recurred six months later. After discussion of her options, she elected to proceed with autologous facial sling placement. On (B)(6) 2016, the patient underwent excision of synthetic sling, placement of autologous facial sling and cystoscopy procedure due to stress urinary incontinence that recurred after sling placement.